Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported to sales rep that, the "cartridges" were shooting straight shots. Spoke with at facility on 5/7/07. She indicated that hospital has surmised that, since this has occurred on a regular basis using multiple devices, it must be that the cartridges are the problem.